Event description:
It was reported that a standard bore catheter extension set experienced a no flow. This occurred in the emergency department, while using a non-baxter rapid infuser, in attempts to put a patient under anesthesia. There was patient involvement; however, there was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.